Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis manifested by stomach pain and vomiting. The same day as the onset of peritonitis, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the pt was treated with unknown antibiotics ip (dose and frequency unknown). On unknown date during hospitalization, the pd catheter was removed and the pt was started on hemodialysis (hd). Six days after admission to the hospital, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. The pt was not retrained on aseptic technique. Additional information was requested but was not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l26030 and h14b17095. There were no issues detected during the manufacturing processes. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.